Manufacturer narrative:
The reported event of failure to capture and a helix mechanism issue were confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures although an internal short was noted at the connector region. The cause of the reported event was isolated to the over torqued inner coil at the connector region consistent with procedural damage. Visual and x-ray analysis noted the helix was stretched / damaged as received, therefore the helix mechanism test was unable to be performed. The cause of the reported event was due to the helix stretched / damaged consistent with procedural damage. Correction: "distributor" should also have been marked for g2. The initial implant and explant dates (d6a and d6b) should not have been included as this is an initial implant procedure where the leads were not used.

Event description:
Related manufacturer report number: 2017865-2025-11601. It was reported that patient presented for scheduled procedure. During procedure, it was noted that the lead was failed to capture, and it could not be retracted. The lead was replaced with new lead, and it was also failed to capture and could not be retracted. Both leads were ultimately not used replaced with new lead. Patient condition was stable.